Event description:
Pt issue - revision surgery: our affiliate is reporting to us that they have just recently been informed of 11 historical adverse events of various dates going back to 2004. Ten of these events are from the same facility and the same surgeon. These are all reported to be shoulder repairs in which spiralok anchors were used for fixation. It appears that pts presented with pain and some degree of immobility with the subject shoulder. These events are post operative anchor breakages that in most of these cases required a re-surgery between 6 to 20 months after the original surgery for remedy; removal of the broken anchor for fragment; it is further reported that in all cases, the re-surgery revealed that the original repairs were intact and without need of re-fixation. In this particular case, the original surgery was performed in 2007, with 4 fixation devices. Re-surgery to remove fragment performed the following year. Also see associated mdrs 1221934-2009-00418, 00419, 00420, 00421, 00422, 00423, 00424, 00425, 00426, 00427, 00428, 00429, 00431, 00432, 00433, 00434, 00435, 00436, 00437, 00438, 00439, 00440, 00441, 00442.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.